Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple transducer fault errors and transducer alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis lab technician was able to verify the customer's reported issue. The event trace log revealed pt802 transducer is faulty.